Event description:
On (B) (6) 2010, a pt contacted our firm via email reporting that he/she had experienced "problems including extreme red eye, light sensitivity, watery eyes, and horrible eye pain", while wearing acuvue oasys contact lenses (cl). The pt's email also stated, "I went to my optometrist today and found out I have a bacterial ulcer on my cornea". On (B) (6) 2010 our firm contacted the pt who stated that on the evening of (B) (6) 2010, that he/she had fallen asleep with contact lenses (cl) on for "a couple of hours" and shortly after that time the symptoms started. He/she went to the dr on (B) (6) 2010 and was diagnosed with a bacterial corneal ulcer od. The treatment regimen included vigamox every 15 minutes while awake, then every hour on (B) (6) 2010 and (B) (6) 2010; the pt was to return to the clinic later that day ((B) (6)). The pt stated that he/she received 2 sample bottles of vigamox eye drops from the treating eye care professional (ecp) as well as a prescription for bacitracin that had not been filled. The pt sometimes showed with cl on and had showered with them on the day that the incident occurred. The pt was on a daily wear and monthly replacement schedule and used opti free replenish solution to clean/disinfect lenses. On (B) (6) 2010, the treating ecp responded to our request for add'l info. He stated that the pt was examined on (B) (6) 2010 and diagnosed with keratoconjunctivitis and a bacterial corneal ulcer od. The pt was treated with vigamox drops every half hour day 1, every hour day 2, every 2 hours day 3, then qid x10 days. The pt was given a prescription for bacitracin ointment. Va 20/25 on (B) (6) 2010. On (B) (6) 2010 sle revealed va 20/50 and pinhole improved to 20/30; the cu was decreased to 1 mm in size and 2 mm from the pupil. The pt had not returned since that time.

Manufacturer narrative:
The pt discarded the suspect product. Our firm has made several unsuccessful attempts to obtain any remaining product from the same multipack as the suspect product for eval. A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. If add'l info is received will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings. Device not returned, no eval can be performed.